Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired and returned to the customer. Based on the investigation results, and since more than eight years have passed since the manufacture of the device, the failure was due to aging of components on patient board set resulting in an event in which images were not projected when the 180 scope was used. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty patient board set.

Event description:
A user facility reported to olympus that olympus 180 scopes were not working with the device; no image was observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.